Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the condition of "air in line and unable to clear it" was confirmed and duplicated during product evaluation. This condition was caused by a broken downstream tube load arm interfering with the air in line sensor. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a request for the device has been made. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with a constant false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.